Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging an intermittent power issue and that the battery compartment was cracked. The customer also alleged that there was moisture behind the display. There was no damage noted to the battery cap. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings: a review of the pump¿s black box revealed multiple pump reboots. The power rebooting was not duplicated at the time of investigation. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power or reboot occurrences. The pump was opened and there was evidence of moisture found internally on the main printed circuit board, display screen and support bracket. A leak test was performed and failed due a battery compartment leak and pump case leak. The battery compartment was found to be cracked. There were no leaks detected at the audio bolus button cover. The pump case was found to be cracked as well. (B)(4).